Event description:
It was reported to philips healthcare that the heartstart xl the softkeys were not responding and the unit is going into service mode along with affecting volume control and wave form size. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.